Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. 627741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), loss of libido ("hormonal changes describe: sex drive went away"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depressed"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems type: seeing white spots"), fatigue ("fatigue"), uterine pain ("uterus pain"), back pain ("lower back pain") and abdominal pain lower ("severe cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy(bilateral removal tubes),oophorectomy(one side removal of ovary). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, loss of libido, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, uterine pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, loss of libido, menorrhagia, pelvic pain, urinary tract disorder, uterine pain, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. 627741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), loss of libido ("hormonal changes describe: sex drive went away"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depressed"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems type: seeing white spots"), fatigue ("fatigue"), uterine pain ("uterus pain"), back pain ("lower back pain") and abdominal pain lower ("severe cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal tubes), oophorectomy (one side removal of ovary). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, loss of libido, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, uterine pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, loss of libido, menorrhagia, pelvic pain, urinary tract disorder, uterine pain, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2018: pfs and medical record received : events- "hormonal changes describe: sex drive went away, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), depressed, bladder problems, urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type: seeing white spots, fatigue, weight gain, uterus pain, lower back pain, patient did not undergo essure confirmation test", reporter, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.